Event description:
End user called to report, he was sitting outside in his rollator when the wheel jammed then broke off. He said he fell to the side, but was not injured. It was learned he has been using this device for 4 years.